Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer had been using a non-tandem pump and programmed the t:slim pump with the same personal profiles settings. Reportedly, the customer's blood glucose level went low. The customer adjusted the basal ate and blood glucose level improved.